Manufacturer narrative:
Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Visual inspection shows no additional damage to the rubber pieces noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip ring was damaged. Customer¿s blood glucose level was 122 mg/dl. Customer also reported that rubber piece was removed. Customer troubleshooting was performed for damaged. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.